Manufacturer narrative:
Evaluation summary : it was caused due to a physical damage on the led distal cover glass. In addition, we confirmed that the segment looseness, the ccd module defect, the angle wire play, and the insertion flexible tube (ift) looseness; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Led cover glasses leaky, no crack visible, gluing failure. The time of event is unknown. There was no report of patient harm.